Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer blood glucose level was 368 mg/dl at the time of incident. Offered troubleshooting for high blood glucose but was unable to do it due to completely blank display and unresponsive. Customer states that he would use syringe. Advised customer to discontinue use of the pump and revert to backup plan. The product will not be returned for analysis.